Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the carefusion failure analysis representative received the avea control board and was able to duplicate the reported issue. Visual inspection and testing revealed the root cause of the reported issue was damage to the coils of the backlight inverter board, causing poor voltage.

Event description:
The customer stated that the ventilator's touchscreen is blank. There was no patient involvement.